Manufacturer narrative:
Visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the unit would not boot up because the operating system could not be found. The complaint has been confirmed and a root cause has been associated with an electrical component failure.

Event description:
It was reported that during a knee arthroscopy procedure, the device would not recognize the computer. No backup device was readily available to complete the procedure. No patient injuries were reported.